Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 535 mg/dl. Customer treated with the pump. Customer stated that the numbers were not ramping on their own. Customer stated that there is a response from a button. Customer stated that the up and down arrow button was unresponsive. Customer stated that there wasn't a button error alarm. Customer stated that manual injections don't seem to work on her. Customer's blood glucose was 550 mg/dl and it came down to 535 mg/dl after changing the set and treating with the pump. Customer was advised to monitor the pump since the buttons were working during troubleshooting.